Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on various unspecified dates, the plum 360 infuser nurse call cables were found to break during patient use. The reporter stated that they are breaking almost instantly upon inserting them into the intravenous (IV) pumps. They found that staff have not been using them because of this issue. They then ordered new ones from every patient room and are continuing to have them break. A sample picture was provided. The "jack" piece is what breaks off when they try to insert them into the IV pumps. They don't currently have more to send back as the leaders were previously disposing of them after they broke. However, they believe they were all associated with that lot number as they ordered them at the same time. The event occurred variously over the last few weeks. They have numerous with this issue. The event occurred upon insertion into the pump. The sample is available for investigation. There was patient involvement, it is inserted into the IV pump in the patient's room when a patient is on a high-alert medication. There was no adverse event.

Manufacturer narrative:
D9 - date returned to mfg: 2/12/2025. A photo was returned showing the sample to have a broken connection point. Based on the visual evaluation, the probable cause for the rj-12 modular connector to come apart is due to pulling stress on the cable over time, impacting the attachment of the modular plug with the black over-molded strain relief. This is evidenced by the wires extending out of the black over-molded strain relief. The reported complaint can be confirmed. The probable cause is from an unintentional pulling force during use. The device history report (DHR) was reviewed, and no relevant nonconformities were found that would have led to the reported complaint. The complaint sample was assigned to the incorrect investigation site and was delivered to a different manufacturing plant but is now unable to be located. It is unknown where the package is now.